Event description:
It was reported that a bd pyxis¿ medstation¿ es lock failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that refrigerator lock failed. The field service engineer cleaned and greased all contacts on the latch. Access was verified successfully. The system functioned as intended after the field service engineer resolved the issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier and manufacturer date not available.

Event description:
It was reported by the customer that a bd pyxis¿ generic medstation¿ es lock failed repeatedly. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.